Event description:
Pump lost programming. Patient will receive replacement and is using backup pump. Is the actual device available for investigation? Yes. Did we replace device? Yes. Did the patient have a backup device they were able to switch to? Yes. Did the reported product fault occur while in use with a patient? No. Did this product issue cause or contribute to patient or clinical injury? No. Reported to (B)(6) by: patient/caregiver.